Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure system. At an unknown timepoint, the patient developed a pericardial effusion. No additional information is known at this time.